Event description:
It was reported that the patient underwent defibrillation at the hospital because ventricular fibrillation (vf) was noted in the patient's echocardiogram (EKG). A review of the log files found routine pulsatility index (pi) events as well as transient low flow alarms that occurred at times when pi was elevated on (B)(6) 2022. The low flow events appeared to be physiological in nature.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device, (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this investigation. Evaluation of the submitted log files revealed a single low flow fault on 10feb2022 that did not last long enough to result in an audible alarm. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27apr2020. Heartmate 3 IFU and heartmate 3 patient handbook. The heartmate 3 left ventricular assist system instructions for use (IFU) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display, pulsatility index, and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. Section 5 of the patient handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the arrhythmia was not related to the device and the device was functioning as intended. The low flow alarms were believed to be related to the ventricular fibrillation, and the patient's symptoms had improved since the defibrillation was performed. The patient was being followed on an outpatient basis.